Manufacturer narrative:
.

Event description:
It was reported that the metal screen on the tip of a multivac 50 xl icw wand detached from the wand and fell into the surgical site. The surgeon was able to successfully retrieve all fragments and confirmed with fluoroscopy. The procedure was completed using a back up device. There were no significant delays or patient complications reported as a result of this event.